Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days prior to peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, ongoing) and ceftazidime injection (1gm, once a day, ongoing) for peritonitis .at the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.